Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the left cylinder was identified. The cause of the cylinder tear was not detailed by the hospital. At patient's request, the ipp was removed and replaced with a tactra. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole at corner of a fold in the proximal end of the cylinder. Cylinder outer sleeve and fabric were detached at the proximal end from wear. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. Second cylinder passed the microscope examination. Leakage test revealed that the first cylinder had a leak at corner of a fold in the proximal end of the cylinder. Second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leakage test. Functional test revealed that the pump failed the activation test. The reservoir was microscopically inspected, and leak tested. Microscope examination revealed that the spherical reservoir had wear at a fold in reservoir shell. The reservoir passed the leakage test. Based on the information available and analysis results, the mechanical issue and the hole/perforation was most likely determined to be the leak at the corner of a fold in first cylinder from the functional test performed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the left cylinder was identified. The cause of the cylinder tear was not detailed by the hospital. At patient's request, the ipp was removed and replaced with a tactra. There were no patient complications reported.